Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Additional information : device eval by manufacturer? If other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had channel error, infusing noradrenaline on an already intubated patient. Clinician had to retrieve a new pump. There was patient involvement however no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error, infusing noradrenaline on an already intubated patient. Clinician had to retrieve a new pump. There was patient involvement however no harm.